Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet insulin delivery was paused during a hospital stay and the caregiver did not resume delivery after discharge, resulting in continued suspension of insulin until the system was unpaused hours later with blood glucose reported above 400 mg/dl the event was categorized as treatment-related with failure to resume insulin after pausing and addressed through troubleshooting and education, including a resume-insulin reminder. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included recovery of glucose levels after insulin delivery was resumed. Investigation included complaint intake review and user education on resuming insulin delivery. Investigation of this case revealed no device malfunction and indicated user-related use error associated with not resuming insulin delivery after a pause. It was concluded, based on previously established findings for similar reports, that the cause was user error due to failure to resume insulin delivery following a pause.